Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient received a primary left attune to treat severe degenerative joint disease with varus alignment. The patella was resurfaced and depuy cement x 2 was utilized. The procedure was completed without complications. Patient received a left knee revision to treat aseptic loosening with tibial tray collapse. Upon entering the joint, the surgeon identified extensive synovitis and performed a complete synovectomy. The femoral component showed signs of early loosening with erosion of the soft tissue femoral membrane, and was revised. The tibial tray was grossly loosed and delaminated at the cement to implant interface. The patella was retained. There was no reported product problem with the explanted insert. The patient was revised with competitor products. The procedure was completed without complications. Doi: (B)(6) 2013; dor: (B)(6) 2020; left knee.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Based on previous investigations, this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed 08 august 2020. 1 unrelated non-conformance on this lot number.. Final micro and sterility tests passed. (B)(4) units released.